Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns pt had come into the physician's office complaining of an increase in myoclonic seizures less than pre-vns levels. Diagnostics of the vns were performed and high impedance was indicated. The pt's vns has been disabled. In (B)(6), the pt was seizure free and vns system diagnostics were ok as per the physician. Surgery to replace the vns lead and generator has occurred and the explanted products have been returned for analysis. The returned product form received indicated that the lead and generator were explanted due to a lead fracture.